Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased r-wave value was observed on the rv lead. Patient was in good condition and the lead will be closely monitored.